Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Pressure ridges in the staple guide were present, indicating that staples had been fired. Microscopic examination noted nicks on the knife blade. The instrument anvil was not received, so a pmv representative anvil was used for cycling. However, the safety was observed to be broken. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a unreported condition of a broken safety that has no relationship to the reported condition. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic left side colectomy, while the device was being applied anally to perform end-to-end anastomosis, the knife blade cut but the staples were not fired. The device was removed and the surgeon had to open up the patient to finish the procedure.